Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual evaluation of the reload noted the knife bar laminates within the reload were bent. There were flush and sub-flush staple pushers. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. This variation does not interfere with normal function when applied according to the instructions for use. The laminate variation was considered to be a secondary condition. Flush to sub flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic distal pancreatectomy, after the firing was completed the surgeon experienced difficulty pulling the black return knob back. The surgeon was able to force the return knob back. Although the surgeon had to apply force, there was no tissue damage. No patient injury.